Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting and requested further assistance but disconnected before a transfer could be made. No additional outcome information was received.